Event description:
The customer reported that during a laparoscopic gynecology case the jaws of the device would not open after the instrument was activated. There was no paitent injury. Additional questions in regard to the incident have also been asked.

Manufacturer narrative:
(B)(4). One lf1537 ligasure device was returned for evaluation. Visual inspection found no residual tissue between the jaws. The jaws were not locked when received. The handle was latched and unlatched without difficulty. The returned sample met specification as received by covidien and the report could not be confirmed.